Manufacturer narrative:
Device failure directly contributed to event- balloon folding issue.

Event description:
Additional information received confirmed that the lesion treated in during the procedure was the sfa and not popliteal as previously reported. Device evaluation: visual inspections were performed on the balloon and it was observed that the balloon was unfolded and there was evidence of twisting in the middle section. The balloon was inflated and observed under the microscope. There was sign of damage on the surface on the balloon (crinkle along the circumference). The balloon was then completely inflated to the nominal pressure with no evidence of a burst or leak in the balloon. Cine image review: a still image was provided for review. The angio image showed a balloon inflated in the femoral artery and the images show a distinct twisting on the balloon in vivo.

Manufacturer narrative:
(B)(4).

Event description:
A physician was attempting to use an in.pact pacific drug coated balloon to treat a lesion in the popliteal artery reported to exhibit moderate calcification and moderate tortuosity. It was reported that during use, the device was noted to be ¿broken¿. During device inflation, it was reported that the balloon was only able to partially inflate and it was noted that the balloon was twisted having a candy wrap effect. Possible balloon burst was also reported. No patient injury or other clinical sequelae were reported for this event. ¿please note that this device (in.pact pacific) is distributed outside the united states; however, it is similar to the united states distributed product (in.pact admiral)¿

Manufacturer narrative:
Evaluation results: (based on the information available no root cause can be determined). Evaluation conclusion: (based on the information available no root cause can be determined). Conclusion not yet available ¿ evaluation in progress. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.